Event description:
The customer's mother reported via phone call that the insulin pump had a "b" button that did not work. The caller stated that the issue had been ongoing for over a month. The caller did not know the blood glucose reading. The caller was unable to troubleshoot, as the insulin pump was with the customer, who was not present at the time of the call. The caller stated that she initially thought that it was the easy bolus button that did not work, but upon investigation, it was found that the bolus wizard "b" button that was unresponsive. She stated that the customer's blood glucose had been stable since the keypad issue began. She stated that the issue was either the button not responding itself or that the programming may have been changed on the insulin pump. She was advised to have the customer call for troubleshoot assistance as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.